Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt had frequent low flow alarms in the operating room (or) after coming off bypass and immediately after in the ICU. It was noted that the low flows had improved for quite some time. However, it was noted that the nurse did not notice until hours later that the red heart light had not gone away (even when pt was not having active/audible alarms and flows were in the 4's). The system controller was otherwise working fine. A system test was performed. The issue was resolved with a system controller exchange. No further info is available at this time.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.